Manufacturer narrative:
There is documentation supporting a possible association between the liberty cycler and the event of excess fluid/fluid overload, edema event and subsequent hospitalization (inpatient). There is a potential likelihood of causality relationship between the patient¿s noncompliance with ccpd therapy, reported family issues and the event of hospitalization for edema and fluid overload. The peritoneal dialysis nurse indicated that the patient has not been compliant which is the likely cause of the patient requiring hospitalization for fluid overload and venous insufficiency. The peritoneal dialysis nurse stated ¿the patient at times missed treatments for a week at a time.¿ additionally ,the peritoneal dialysis nurse stated the doctor will not discharge patient to home unless there is a replacement liberty cycler at patient¿s home. The device has been returned to the manufacturer, but not yet evaluated. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
On (B)(6) 2017, during a follow up call to the peritoneal dialysis nurse, it was revealed the patient was hospitalized over 24 hours therefore admitted for generalized edema and lower extremity blockage of blood vessels. The peritoneal dialysis nurse states the peritoneal dialysis patient appears to be uncooperative and non-complaint (skips ccpd treatment) as well as inserting iq drive in the incorrect sequence causing alarming, despite repeated reeducation and re training of the patient. Proper treatment set up. The patient was discharged to home on an unknown date after receiving the new liberty cycler per physician request. Post discharge the pt. Resumed ccpd therapy on the replaced liberty cycler without further issues.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis nurse reported the peritoneal dialysis patient was currently hospitalized. Follow up with the patient's peritoneal dialysis nurse indicated that the patient was hospitalized for an edema in the leg and for fluid overload. The peritoneal dialysis nurse stated that the patient was being non-compliant and not performing treatments for weeks. The patient was released from the hospital. Additional information was solicited.

Manufacturer narrative:
There is documentation supporting a possible association between the liberty cycler and the event of excess fluid/fluid overload, edema event and subsequent hospitalization (inpatient). There is a potential likelihood of causality relationship between the patient¿s noncompliance with ccpd therapy, reported family issues and the event of hospitalization for edema and fluid overload. The peritoneal dialysis nurse indicated that the patient has not been compliant which is the likely cause of the patient requiring hospitalization for fluid overload and venous insufficiency. The peritoneal dialysis nurse stated ¿the patient at times missed treatments for a week at a time.¿ additionally, the peritoneal dialysis nurse stated the doctor will not discharge patient to home unless there is a replacement liberty cycler at patient¿s home. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
On (B)(6) 2017, during a follow up call to the peritoneal dialysis nurse, it was revealed the patient was hospitalized over 24 hours therefore admitted for generalized edema and lower extremity blockage of blood vessels. The peritoneal dialysis nurse states the peritoneal dialysis patient appears to be uncooperative and non-complaint (skips ccpd treatment) as well as inserting iq drive in the incorrect sequence causing alarming, despite repeated reeducation and re training of the patient. Proper treatment set up. The patient was discharged to home on an unknown date after receiving the new liberty cycler per physician request. Post discharge the pt. Resumed ccpd therapy on the replaced liberty cycler without further issues.

Manufacturer narrative:
The actual device was returned to plant manufacturing for investigation. The treatment datasheets were successfully downloaded and written to an installed flash drive and were viewed on a personal computer using the iqcard for windows program. The internal, visual inspection of the received cycler unit encountered indications of insect infestation. The internal inspection showed that there was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Two simulated treatment were completed without any failures or problems occurring. The device history review (DHR) review of the cycler records showed no related issues.

Event description:
On (B)(6) 2017, during a follow up call to the peritoneal dialysis nurse, it was revealed the patient was hospitalized over 24 hours therefore admitted for generalized edema and lower extremity blockage of blood vessels. The peritoneal dialysis nurse states the peritoneal dialysis patient appears to be uncooperative and non-complaint (skips ccpd treatment) as well as inserting iq drive in the incorrect sequence causing alarming, despite repeated reeducation and re training of the patient. Proper treatment set up. The patient was discharged to home on an unknown date after receiving the new liberty cycler per physician request. Post discharge the pt. Resumed ccpd therapy on the replaced liberty cycler without further issues.